Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with 150 units of insulin. At the time of the event, the customer reloaded the cartridge successfully and received an accurate fill estimate. The customer reported blood glucose (bg) level ranged from 100-320 (mg/dl). To address the bg level, the customer delivered a correction bolus with the pump. The customer reported stress was the suspected cause of the elevated bg level. The customer then called back on (B)(6) 2017, and reported that the insulin gauge decreased from 85 units to 35 units of insulin. Additionally, during a follow-up call, the customer reported insulin gauge decreased rapidly again. When reloading the cartridge, the customer received a minimum fill message. It was confirmed that the customer will continue to use the pump until the replacement pump arrives, and has manual injections available if needed.

Manufacturer narrative:
Insulin gauge- the investigation has been completed and the reported issue could not be confirmed. No failure was identified.